Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Manufacturing record evaluation (mre) review cannot be conducted because no lot number was provided by the customer. Manufacturer's reference # (B)(4). This event was also reported by the manufacturer in MDR 2029046-2019-03749. Reference: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and an unspecified soundstar eco catheter and suffered cardiac tamponade requiring pericardiocentesis. During the mapping phase, cardiac tamponade was confirmed. Pericardiocentesis was performed to remove 350 cc of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage. Extended hospitalization was not required. The patient was reported to be fully recovered with no residual effects. Physician's opinion regarding the cause of the adverse event is that it was procedure related from possibly the soundstar eco catheter. Transseptal puncture was not performed during the case. There was no evidence of steam pop during the case, because there was no ablation performed. The event occurred during the mapping phase prior to ablation delivery. The flow was set at 2 cc/min. The force visualization features used included dashboard and vector. No error messages were observed on any biosense webster, inc. Equipment. No biosense webster, inc. Product malfunctions were reported.